Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Physician called and said that patient was in his ER, had a syncopal episode. Recent implant, wanted to know how to get device checked, referred to local rep. Remains in service. Requests for additional information were not successful.